Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: pt2 (boston scientific), v18 control (boston scientific), inflation: encore (boston scientific, sheath: 3 f cook sheath 7 cm. Evaluation summary: the device was returned for analysis. The resistance with the guide wire was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure, a non-abbott guide wire was advanced via the right femoral artery to a chronic total occlusion in the anterior tibial artery in the upper knee area with a heavily calcified, 100% stenosed lesion. Another non-abbott guide wire was advanced via the right foot to the distal end of the first advanced guide wire. A 2.0x20x145 armada 14 xt otw balloon dilatation catheter was advanced over the second non-abbott guide wire via the right foot to the lesion. Successful dilatation was performed using the armada xt otw, with one inflation to 14 atmospheres. After deflating the balloon, when attempting to withdraw the armada xt otw became stuck on the non-abbott guide wire; it could not be advanced or withdrawn. The non-abbott guide wire and armada xt otw were withdrawn as a single unit. The procedure was successfully completed using the same non-abbott guide wire and a 3.0x20 mini trek. There were no reported adverse patient effects and no clinically significant delay in completing the procedure. No additional information was provided.